Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level was above 400 mg/dl. Customer¿s blood glucose level was 420 mg/dl at the time of incident. Other blood glucose value mentioned was 483 mg/dl. The customer will take correction dose of insulin for treatment. It was unknown that the insulin pump was on auto mode or not. Insulin pump will not be returned for analysis.